Manufacturer narrative:
Visual inspection of the returned spacer revealed that the spindle cap was completely sheared off from the implant body. The detachment of the spindle cap was likely due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance such as bone and/or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that the spindle cap of the superion indirect decompression spacer broke during the implant procedure. The procedure was completed with another device and the patient did well postoperatively.